Event description:
It was reported that during a lap cholecystectomy procedure, the two devices were ejecting clips to the side. The procedure was completed with a third device. There was no patient consequence.

Manufacturer narrative:
.